Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd micro-fine¿ pen needle there was an issue with needles that pierced inner and outer cap causing sterility breach.

Event description:
It was reported with the use of the bd micro-fine¿ pen needle there was an issue with needles that pierced inner and outer cap causing sterility breach.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Visual examination was carried out on the returned samples and photo and a cannula through shield and cover was observed on all seven samples. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Root cause: the fllowing root causes were identified as potentially causing cannula embedded through shield/cover during manufacturing of this lot. Metro only- dial transfer: guide set-up, jammed component. Shield loader- bent cannula being present at the shield loader process. Shield loader- metro only: shiled- dial alignment. CAPA have been implemented and completed to prevent recurrence of the reported event.